Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to patient contact, the sig power sigpshell control shell was unable to close. The issue was resolved by replacing the shell with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing was performed by inserting a representative handle into the returned clamshell and the device was able to be fully closed. It was reported that the clamshell was unable to close. The reported issue could not be confirmed. The most likely cause was could not be determined from the information available. The evaluation detected an unreported condition of broken/corrupt clamshell one-wire connection. Functional testing found that the clamshell was not recognized when connected to a representative handle. The clamshell was connected to a software and the cyclical redundancy check (crc) was found to be bad. The most likely cause for the additional condition is a software issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.